Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting oversensing, pacing inhibition and high thresholds due to dislodgement. A revision procedure was performed and the lead was removed from service. No additional adverse patient effects were reported.